Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21600. The pt received two ipg's and it is uncertain which one is related to the event. It was reported the pt ((B)(6)) experienced post-operative bleeding and bruising over the ipg site. The pt's site continued to bleed and the hlth care professional suspected a hematoma. The wound site was cleaned, swabbed, and re-dressed and the pt was advised to contact the physician if the issue continued.